Event description:
Upon surgeon firing the ceea 31 stapler the anvil separated from the stapler itself and surgeon was then required to open yet another ceea 31! This is the third occurence with the number 31, per physician.